Manufacturer narrative:
The plant investigation and clinical investigation are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
This is a report of a patient was hospitalized after experiencing an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the patient receiving scale reading error warnings during setup prior to connecting to the liberty select cycler. During the call on 21-jun-2020 the patient¿s wife reported the patient was short of breath and has to go to the hospital. Upon follow up with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2020 it was reported that the patient had not been draining well and the hospital physician was unsure if the dyspnea was due to chronic obstructive pulmonary disease (copd) or fluid in the abdomen. Details were limited because medical records were unavailable. The pdrn called back on 24-jun-2020 to request the replacement cycler. A review of the patient¿s treatment records identified only one drain volume of 707 ml. However, per the pdrn, the patient manually drained 4000 ml at the hospital. A total drain volume of 4707 ml is 188% of the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the pdrn to discontinue use of the cycler. Upon follow up with the pdrn, it was confirmed that the patient¿s hospitalization was as a result of the reported iipv. The pdrn stated that the patient was unable to complete treatment on the date of the event. The patient has received a new cycler which is working well and continuing with pd therapy without issues. The cycler was reported to be returned to the manufacturer for physical evaluation. Additional follow up attempts were performed to request details from medical records, however, a response has not been received.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. During an external visual inspection it was observed that the serial number sticker (B)(6) printing was faded. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as-received simulated treatment was initiated and failed due to a supply bag lines are blocked alarm caused by the cycler continuing to pull from the empty supply bag and not switching to the next supply bag. Problem fixed by switching empty bag 1 with full bag 2. The treatment was completed without any further failures or problems occurring. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, load cell verification check, and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid between the front panel and pump assemblies. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Additional information: h10 (clinical investigation) clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of shortness of breath with hospitalization due to overfill during treatment. There is a possible causal relationship between the adverse event and the liberty select cycler, however, without additional information it cannot be concluded if the liberty select cycler did not perform as intended. It was reported that this patient had been experiencing drain complications. There are no other treatment records to review and it is unknown if the patient was retaining fluid over a period of time due to these draining issues. There are no medical records for review or additional hospital information as to the treatment received during the hospitalization. It is unknown if the patient had a mechanical or physical issue causing the reported drain complications that could have led to fluid retention which resulted in the large drain once the patient arrived at the hospital. A product investigation has not been completed at this time and additional attempts for further information were unsuccessful. Based on the available information it cannot be concluded if the liberty select cycler is the cause of the patient¿s shortness of breath and large manual drain volume resulting in hospitalization.